Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue: ¿white fibers/cotton fibers¿ alongside of the cable. The subject device was investigated, and the issue was confirmed during inspection of the equipment and was due to a damaged cable unit and the water tightness was lost. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the information obtained from this complaint, the most probable cause of the identified failures was traced to a component failure, which was expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that white/cotton fibers were visible along the cable. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that white/cotton fibers were visible along the cable. There were no reports of patient harm.